Event description:
The facility representative reported a flo-gard infusion pump with "boton pri-rate danado" (button pri-rate damage). It is unknown when this event occurred but was reported to have occurred in the general patient ward. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "boton pri-rate danado" (button pri-rate damage) was not confirmed or duplicated by baxter service personnel. The root cause of this condition was not determined and no repairs were needed to correct this condition. A device history review could not be completed as the data-card retention period has expired. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.